Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from five patient samples processed using vitros troponin I es reagent with a vitros eciq immunodiagnostics system. The most likely assignable cause is instrument related. The condition of the instrument, as identified following two visits by the ortho field engineer, indicated that the instrument was likely not performing as intended at the time of the events. The ortho field engineer performed extensive service actions to multiple analyzer subsystems and following service actions, acceptable qc results and within-run precision results were obtained indicating the vitros eciq immunodiagnostic system was performing as expected. Based on historical quality control results, a vitros tropi es lot 2585 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2585 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from five patient samples processed using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostics system. Sample 1 result of 0.949 ng/ml versus the expected result of <0.012 ng/ml sample 3 result of 0.087 ng/ml versus the expected result of <0.012 ng/ml sample a result of 0.078 ng/ml versus the expected result of <0.012 ng/ml sample b result of 0.134 ng/ml versus the expected result of <0.012 ng/ml sample c result of 0.131 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es results were not reported from the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1938815 / ivd 414881.